Event description:
It was reported that the implantable pacing lead experienced high impedance and a fracture was confirmed. The lead is still in use, but is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.